Event description:
It was reported that the shaft of the unit felt warm to the touch, but this did not result in patient injury.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The alleged failure condition could not be confirmed, since the reported unit was not returned for evaluation. Probable root causes for this failure mode can be associated, but not limited to: manufacturing defect (grease application) high friction due to components interaction surface not smooth poor/lack of suction -clogged shaver blade preventing fluid suction and cooling according to event details information in the product inquiry record, there was no patient injury (burn) as result of this event. There were no adverse consequences to the patient, medical intervention or surgery delay as result of this event, other than customer dissatisfaction due to a warm unit. In sum, the product was not received and the failure mode was not confirmed.

Event description:
It was reported that the shaft of the unit felt warm to the touch, but this did not result in patient injury.